Manufacturer narrative:
The event occurred sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set with duo-vent spike leaked. The set was being used to spike a bottle of propofol. It was stated that when the clinician went to spike the bottle, the propofol squirted her in the eye. There was no patient or clinician injury or medical intervention associated with this event. No additional information is available.